Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky two leaky capacitors. This resulted in the observed premature battery depletion.

Event description:
Subsequently, this device was explanted and returned for analysis.

Manufacturer narrative:
Following confirmation of explant, this event will be further updated.

Event description:
Boston scientific received information that during a routine follow-up, this device exhibited a remaining battery capacity not as expected. No system changes have been implemented and no adverse patient effects were reported. Data was forwarded for a technical services longevity evaluation, who later confirmed a malfunctioning device and recommended replacement within 28 days. The device should be returned for a root cause evaluation post explant, to determine rationale for the battery depletion anomaly.